Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a calibration error occurred on the programmer analyzer. The analyzer is expected to be returned. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that a calibration error occurred on the analyzer. Analyzer passed functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the analyzer was returned. The programmer and radiofrequency (rf) head were originally returned as associated devices and subsequently tested out of specification during manufacturer's analysis.